Event description:
It was reported that the user experienced a low glucose event after skipping breakfast and lunch during a busy workday and attempted to treat the low with strawberries, which provided limited improvement. Guidance was provided to monitor low alerts and treat with 5¿15 grams of fast-acting carbohydrates every 15 minutes until comfortable, and no device component issue was applicable. Symptoms included hypoglycemia with a nadir of 56 mg/dl and fatigue. Outcomes included no health consequences or lasting impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect management of hypoglycemia treatment, with no applicable device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.